Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary/conclusion: no samples (including photos) were returned. Therefore, the complaint could not be confirmed and the root cause is undetermined. The investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends based on the above a CAPA is not required at this time. DHR review: a DHR was performed and this is the first complaint reported with the lot number 7083683, for saf t intima. DHR for lot number 7083683 was reviewed and no qns or other events were related to the complaint stated by the customer. Material (B)(4) with lot number 7083683 was manufactured on april 18, 2017. According to sampling plan applied for product performance, this lot was accepted and released. During this lot number (B)(4) samples were activated by qa tech to perform 3 test of pull force. - stylet/cannula removal force through inserter wings - stylet/cannula removal force through the prn component - outer safety sheath disconnection force from prn component. No values out of specification or problems during activation or exposed cannula were found. During DHR review the qa tech takes (B)(4) samples to visual inspection by (stylet bent), no defects were found in final assembly. During DHR review the qa tech takes (B)(4) samples to visual inspection by (stylet bent). Additionally, all functional test meets specification criteria requested during manufacturing.

Event description:
It was reported that while using a 22g x 0.75 in. Bd saf-t-intima¿ integrated safety catheter system a severe bend was discovered in the wire stylet causing the safety activation mechanism to fail. There was no report of injury or medical intervention.